Manufacturer narrative:
Correction to g2 to add the foreign country france. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation, and to correct information provided on the initial report. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted during the evaluation, including: peeling of the bending section rubber adhesive, and the angulations were out of specification. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, growth of microorganisms could not be confirmed. The following is included in the instructions for use (IFU): "after using this instrument, reprocess and store it according to the instructions given in chapters 5 through 9. Improper and/or incomplete reprocessing or storage can present an infection control risk, cause equipment damage or reduce performance." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer hmi (hygiene microbiological investigation) results reported the device tested positive with micrococcus luteus,staphylococcus hominis, paracoccus sp the customer last microbial sampling with no microbes found was on (b)(64 2021 . Below are information on customers cds checklist: aniosyme synergy mt is the detergent used for cleaning peracetic acid, glutaraldéhyde are the disinfectant used for disinfection. Aer treatment type-soluscope 4, cln, paa. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the (B)(4) (olympus (B)(4)) olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection. No user injury reported.